Event description:
According to the reporter, capsule failed to detach from the delivery system and the physician had to break the delivery handle which detached the capsule, which had successfully attached to the patient's esophagus. There was no harm to the patient, no intervention was required and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. No lubricant was used to facilitate placement of the capsule and the delivery device will be returned for investigation.